Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, this event is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient was hospitalized for an unspecified device malfunction, renal dysfunction that required dialysis and suspected thrombus in the ventricular assist device (vad) inflow cannula. The vad exhibited multiple low flow alarms and the patient had therapeutic international normalized ratio (inr). The patient's lactate dehydrogenase (ldh) was greater than 1000 u/l. Coumadin was held and nonsterodial anti-inflammatory and blood thinners were continued and inotropic support was started. The patient's renal function worsened due to pigment nephropathy and the patient was placed on hemodialysis. The patient's inr and ldh continued to increase and the low flows continued. It was determined that risk for tissue plasminogen activator (tpa) administration outweighed potential benefits. Upon visual inspections the thrombus was seen in the inflow of the vad along with thrombus being present around the apex of the heart by the old coring site. The vad was exchanged. No further patient complications have been reported as a result of this event. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.